Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that the tibial vessel was treated with nanocross elite balloons. The first balloon was loaded on the wire and advanced to the tibial vessel. The balloon was inflated to 8 atm and burst longitudinally, the catheter was removed- nothing left in the body. Then the second same size balloon was prepped per IFU, loaded on the wire and advanced to the lesion sight. Inflated to 8 atm, burst longitudinally, then removed in one piece from the body. There was no visible damage done to the vessel. Rapid exchange balloon in the same size was used to proceed. No patient injury reported.